Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was previously found to be dislodged via x-ray. Noise and loss of capture persisted since the dislodgement was found, but as the patient was not dependent, the physician elected to monitor the situation. Recently, the patient needed a device change out procedure for a therapy upgrade, so the lead was also explanted at that time. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found out to have been pulled back in the atrium via chest x-ray. Moreover, the patient had an emergent surgery for aortic dissection two years ago. Additional information obtained from the field which indicated that the cause of the aortic dissection was unknown. There was no plan to revise the lead. As of this time, the lead remains in service. No additional adverse patient effects were reported.